Manufacturer narrative:
This report is filed, march 8, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed a soft tissue infection at the implant site. On (B)(6) 2016, he was administered intra venous antibiotics. He was also prescribed two courses of oral antibiotics on (B)(6) 2016, one was a two day course and the other was a ten day course. The implanted device remains.